Manufacturer narrative:
Product ID: 8781, lot# 0206973214, implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a health care professional regarding a patient in (B)(6) who received gabalon intrathecal at an unspecified concentration at 140 mcg/day but was continuing. The patient&#62688;underlying disease was cerebral palsy. There were no complications or past history of adverse reactions. Concomitant medications were reported as none. It was reported that on (B)(6) 2016, a refill was performed with no problems during the refill. No abnormal variability was detected. There were no spasticity problems and the dosage remained 140 mcg/day, no change. The dosage amount had settled at a fixed amount for the past several years. On (B)(6) 2016-, after the patient was home, the patient experienced increased spasticity and the spasms became stronger. On (B)(6) 2016, the patient had a hospital visit and the patient condition was improved and calmed with an oral drug. The event log confirmation there was no particular abnormality. Simple confirmation via x-ray was performed and it was concluded that the hemivertebrae were decreasing but they accompany growth. This was also reported that the x-ray determined that the catheter moved down by half a body of vertebra due to growth. There were no abnormalities. The dosage was changed to 160 &#61935;day. Initially, there were thought to be problems with the pump, but there were no particular problems in the event log and there were satisfactory effects when compared to the condition before itb therapy was implemented. The surgeon was being consulted regarding whether or not to perform a catheter angiography after they observed the conditions depending on the increases. Although it can't be said at the present time, there may be primary factors such as physical condition and climate that are not causally related to the itb therapy itself. They were taking a wait-and-see approach. This was classified as not serious and unrelated to the investigational drug, catheter, pump, programmer, and procedure. As of (B)(6) 2016, the issue was not recovered. On (B)(6) 2016, it was further reported that as of (B)(6) 2016 because there was no improvement in spasms observed, the dosage was changed to 190 mcg/day. On (B)(6) 2016, a catheter contrast study was considered. The spasticity improved with this dose increase and the situation was to be monitored for a while. Although the cause is not really understood, muscle stress due to changes in psychological state, physical condition, and climate can also be seen. It is likely that there was no causal relationship to the itb therapy itself this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.